Event description:
It was reported that the patient's guardians observed an extreme decline of auditory performance of the child. Any history of head trauma was denied by the guardians, and problems of outer devices were excluded. Testing showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.